Manufacturer narrative:
The visual inspection was normal. Interrogation and preliminary test results were acceptable. Visual screen was normal, and device was successfully downloaded. No anomalies were noted.

Event description:
It was reported that the patient's presented to the hospital for a pulse generator exchange procedure. It was noted that the patient had discomfort prior and had requested a different implant location for a new pulse generator. The pulse generator was explanted and replaced successfully. The patient was discharged with no adverse consequences.